Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) touchscreen is not working on start up. The customer stated there was no patient involvement associated with this event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. Bench testing revealed the u29 component was defective.